Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe any issues during the evaluation. The flow rate, inlet pressure and oxygen (o2) blend were all functioning as intended.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) electronic patient gas system (epgs) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up and calibrated the epgs without issue for a procedure. Shortly after commencing bypass the team received a group of messages regarding the function of the epgs - 'calibrate oxygen (o2) analyzer', 'service gas system', 'knob adjust only', 'no air/oxygen inlet pressure'. The team was able to use manual controls without issue for the remainder of the procedure and did not need to have further mitigation. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on 30mar2021 the gas system was successfully calibrated. At 11:01:15 am the gas system reported a flow control fault, which will cause the reported 'service gas system' message. At 11:01:50 am the gas system reported an oxygen (o2) sensor and blender disagree, which will cause the 'calibrate o2 analyzer' message as reported. At 11:04:03 am both air and o2 input pressure were lost which will cause the low air pressure alarm as reported. The log confirms the complaint. During testing of the device at the service center, the service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) powered up and calibrated o2 analyzer successfully. The srt did not observe any messages. The epgs functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the displayed messages were 'calibrate oxygen (o2) analyzer', 'service gas system', 'knob adjust only', and 'no air/o2 inlet pressure'. The field service representative (fsr) could not replicate any displayed messages. The fsr replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed multiple messages regarding the electronic patient gas system (epgs) after passing initial calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.